Event description:
It was reported that a review of an episode involving this subcutaneous implantable cardioverter defibrillator (s-ICD) was needed due to possible shock therapy. A review of the episode by technical services (ts) noted that the episode was pointing towards a non-physiological signal/oversensing and thus an inappropriate shock delivery. The type of signal in the episode was suspected to be related to a sense b node sensing issue. Additional information noted that troubleshooting was performed with noise reproduced in the secondary sensing vector while impedance measurements were normal. X-ray images did not show any abnormalities. A holter monitor will be performed at a later date and a follow up was scheduled. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.